Event description:
It was reported to tyco/kendall healthcare tha a customer had a problem with a dialysis catheter. Teh customer states that the hub was cracked on both catheters, could leak. It was detected because a piece of hub was missing. Incident date: 2005. A pt was involved, however no reported injury or ill-effects to pt. They just replace the defective catheter.